Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per ms&s, bard sales rep has a customer who needs to repair a hickman cvc catheter. The red leg had a hole in it and these repair kits are currently out of stock. He wants to know can a white leg repair kit be used. Ms&s advised we cannot recommend using a white leg repair kit. It would be considered off label. No other information regarding the event was provided.